Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a pentaray nav high-density mapping eco catheter. The physician was unable to straighten out the curve. While advancing the catheter retrograde via the aorta, the physician stated that they were unable to straighten out the curve. The physician took the catheter out of the body and they were still unable to straighten the curve. The physician also stated that the plunger felt stiff. The catheter was replaced, the issue was resolved and the procedure continued. No patient consequences were reported. The curve of the catheter could unbend slightly. The knob/piston could be manipulated but it was hard to do so. There was difficulty in removing the catheter. No ring, electrode or other physical damage was observed at the distal end of the catheter. The sheath used was the cryo sheath but the bwi company representative was not sure. Deflection stuck is MDR-reportable.

Manufacturer narrative:
On 15-aug-2022, the product investigation was completed. It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a pentaray nav high-density mapping eco catheter. The physician was unable to straighten out the curve. Device evaluation details: visual analysis revealed no damage or anomalies on the device. A deflection test was performed, and the curve was deflecting within specifications. No deflection or curve issues were observed. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. A device history record review was performed for the finished device 30756872l number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-jul-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).